Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor error for the second time. They inserted a new battery but it died within a few days. The insulin pump shut off with a new battery in it. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer was able to complete insulin pump rewind. The alarm history contains neither a motor position encoder error alarm nor more than one motor error alarm. The customer declined troubleshooting for the weak battery, bad battery, and blank display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected low battery, blank display, failed battery or weak battery anomaly noted. Lcd board was fine. Unit unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Unit had minor scratched lcd window and cracked reservoir tube lip.